Event description:
Device 2 of 2. Ref MFR report: 1627487-2014-21360. It was reported the pt (B)(6) experienced loss of stimulation with her new scs system (ref MFR report: 1627487-2014-21357). Subsequently, surgical intervention took place to explant/replace the ipg and relocate the ipg pocket. Additionally, the scs extension was explanted and the pt's lead was directly connected to the ipg. There were no visible anomalies observed with the scs system at the surgical procedure. Therapy was restored post-operatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.